Event description:
The hcp reported the patient was experiencing increased spasticity for weeks at a time and then 2-3 days of "getting the drug and was sleepy and no spasms and then increased spasticity again." A catheter dye study was done that showed the catheter to be patent. The patient was bolused with 75mcg of drug with no improvement in the spasticity. The patient reported decreased spasticity in 1-2 days with an eventual return of the spasticity. "Patient will be scheduled for intrathecal baclofen injection to assess efficacy of baclofen."